Event description:
It was reported the cadd legacy pump displayed alarm -no disposable, clamp tubing- with 2 cassettes from (B)(6) 2022 shipment. 1st cassette was wasted and 2nd cassette changed to back up pump which resolved alarm. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.